Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, but the reported phenomenon could not be duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the electrical circuit board of the subject device been temporarily malfunctioned.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the power failure, e118 error occurred when the subject device was turned the power on during the preparation to the procedure. The issue was resolved after the user facility cycled the power several times. The intended procedure was completed with the subject device with no error. There was no report of patient injury associated with this event.